Event description:
It was reported that the pump was exhibiting main board problems. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection observed that the top case was badly broken, the right plunger case was cracked, and the bottom case was missing a portion on the case seal. Time base background test found in pump event history log. During power up testing, the reported error was duplicated. The main board did not operate as intended as a result of the customer's impact to the device. The root cause of the issue was a result of the customer's impact to the device. Replaced main board and performed power up process and all functional testing which passed.